Event description:
Customer called to report elevated blood glucose levels (bg's). Customer stated that the cannula was inserted. Customer stated there was no blood around the site or in the cannula. Customer stated that when the pod was removed it was bent.

Manufacturer narrative:
The evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.